Manufacturer narrative:
Information was received via published literature. (B)(4). Please reference article at the following location: http://www.ncbi.nlm.nih.gov/pubmed/25263246. This report will be amended when our investigation is complete.

Event description:
It is reported satisfaction ratings revealed that 13 patients did not know if they were satisfied with their knee; six indicated that they were unsatisfied and 4 indicated that they were very unsatisfied. Evaluation criteria are unknown.

Manufacturer narrative:
The part numbers and lot numbers are unknown; therefore the device history records could not be reviewed and a product history search for related complaints could not be conducted. No devices were received; therefore the condition of the components is unknown. This device is used for treatment. The article states that all surgeries were performed by two surgeons; however, it cannot be determined which surgeon performed this specific case. The journal article methods indicate all patients used cemented nexgen lps-flex components. Patients in the navigated group used the inav electromagnetic navigation system developed by an outside company. A definitive root cause cannot be determined with the information provided.